Event description:
It was reported that the patient experienced a difficulty and frequent charging of the implantable pulse generator (ipg) due to high impedance on one lead, which was not usable, and also high impedance on the functioning lead. The patient experienced an inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure. Additional information was received that the explanted products were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2208-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: st linear lead 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: lead extension kit 25cm. Unique identifier (UDI) #: (B)(4). Sc-1110 (sn (B)(6)) / sc-2208-70 (sn (B)(6)). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient experienced a difficulty and frequent charging of the implantable pulse generator (ipg) due to high impedance on one lead, which was not usable, and also high impedance on the functioning lead. The patient experienced an inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure.